Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738, and position 3: 1701. Evaluation: underwater leak testing disclosed several leaks in the membrane. Under microscopy, each penetration was seen within a whitish patch. Each patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 8/10/97 at 12:30 p.m. On 8/12/97 at 7:00 a.m. After iabp for 45 hrs, the iab leaked. As a result of the event, a vascular surgeon was consulted, the pt had a thrombosis and the iab needed to be surgically removed. On 11/5/97 it was reported that the pt received iabp pre-operatively. The balloon leaked. The pt went on to have surgery. It was again reported that the pt had to have vascular surgery as a result of the event. Event complications: the pt had a thrombosis/surgical removal - rpt'd 9/11/97. Pt current status: fine - rpt'd 11/5/97.